Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 330 mg/dl. The customer and doctor both felt that the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.